Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a 27mm 11500a aortic valve was explanted after an implant duration of 7 months due to unknown reason. The explanted valve was replaced with a 27mm 8300a valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H10: additional manufacturer narrative: h11: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned through implant patient registry that a 27mm 11500a aortic valve was explanted after an implant duration of 7 months due to endocarditis and vegetation. The explanted valve was replaced with a 27mm 8300a valve. Per medical records, the patient presented with fever and chills. Post IV antibiotics treatment, patient's blood cultures have been negative. During redo avr surgery, severe prosthetic endocarditis with heavy vegetative material on both sides of the valve. Extensive debridement of the annulus was performed. The valve was sized with a 27mm 8300a valve. The valve was implanted. Both the right and left coronary ostia were free of any obstructions. The patient was weaned from bypass without inotropic support. Protamine was administered and hemostasis was achieved. The patient remained stable and returned to the ICU post procedure.